Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms prior to curative intent surgery. The stent was placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a history of pancreatic cancer. On (B)(6) 2016, a baseline assessment of biliary symptoms was taken with the following results: right upper quadrant pain, jaundice, itching, dark urine, and nausea/vomiting. Baseline liver function testing was performed on (B)(6) 2016. On (B)(6) 2016, an ercp, magnetic resonance cholangiopancreatography (mrcp), and endoscopic ultrasound (eus) with fine needle aspiration (fna) were performed and the results were inconclusive. According to the complainant, the patient underwent study stent placement using ercp on (B)(6) 2016 during an outpatient procedure. A pancreatogram and a biliary sphincterotomy were performed during stent placement. The 10mm x 40mm wallflex biliary rx uncovered stent was placed in a satisfactory position across the stricture and the procedure was completed. Biliary obstructive symptoms were taken on (B)(6) 2016 with the following results: jaundice, itching, dark urine, and pale stools. An unscheduled biliary reintervention was conducted on (B)(6) 2016, as an outpatient procedure for the management of biliary obstructive symptoms. According to the complainant, the reintervention was not a result of the recurrence of the original stricture, but was related to the occlusion of the stent by sludge. Biliary obstructive symptoms were taken on (B)(6) 2016 with the following results: jaundice, itching, and pale stools. An unscheduled biliary reintervention was conducted on (B)(6) 2016 as an inpatient procedure, and it was noted that the stent was occluded by ingrowth. Another 10mm x 40mm wallflex biliary rx uncovered stent was placed during this procedure due to lack of stricture resolution. Reportedly, this stent was placed in a satisfactory position across the stricture and the procedure was completed. It was reported that there have been no further associated adverse events.